Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p), had an impedance measure greater than 2000 ohms. It was reported that the lv lead was damaged and thus was programmed to pace the rv only. Boston scientific technical services (ts) reviewed programming and suggested to decrease the lv output, as some settings pace biventricularly during programmed mode switching. No adverse patient effects were reported.